Event description:
A report was received that the patient will undergo ipg revision for unknown reason.

Event description:
A report was received that the patient will undergo ipg revision for unknown reason.

Manufacturer narrative:
Additional information was received that the patient was not getting pain relief in target area due to lead migration which was confirmed via fluoroscopy. The patient underwent a lead revision wherein, the physician removed a lead. The ipg was not replaced and malfunction was not suspected to the lead. The patient was doing well following the procedure.